Event description:
The physician at facility, attempted arteriotomy closure with the closer ii, after a coronary interventional procedure. The device was deployed at a 30 degree angle. When deploying the device, the knot was delivered below the skin. The physician was reported to pull on the rail limb of the suture, but the knot did not travel. The physician was reported to have "pulled really hard on the suture several times without success". The physician tried using the suture trimmer to advance the knot. The knot did not appear to move down to the arteriotomy. While pushing down, the rail limb of the suture was accidentlly trimmed. The physicoan switched to the non-rail limb of the suture and brought the knot pusher down to the arteriotomy. It was reported "there was no hemostasis". Then the non-rail suture limb was accidentlaly trimmed. Hemostasis was achieved via manual compression. The patient was reported to have developed a large hematoma (greater than 6 cm) later that day. The patient's hemoglobin decreased by 4 grams the patient received one unit of blood. The pt did not require surgery. The patient is reported to have an ecchymotic area in the groin and is also reported to be "doing well".